Manufacturer narrative:
Date rec'd by MFR: 18jan2019. The customer stated that the o2 sensor would be replaced with a new one to address the issue. No parts were returned to philips for failure analysis, therefore, a root cause could not be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator o2 was reading out of specification set at 100% read 93.3%. No patient involvement. The event date was not specified; estimate used.